Event description:
It was reported that the patient was given an indwelling urinary catheter on (B)(6) 2022, due to hemiplegia and incontinence. At 20:15, on the evening of (B)(6) 2022, the patients indwelling urinary catheter fell out and the balloon was in a deflated state. After the catheter was removed, the test of balloon water injection was performed on the urinary catheter, and it was found that there was liquid leak at the upper end of the junction of injection tube and drainage tube. Also stated that catheter placement increases pain for the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive, because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/ mechanical error/ thin rubberized layer/poor stripping". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."